Event description:
On (B)(6) 2021, a patient in kuwait underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced abdominal pain on (B)(6) 2022. A CT scan with dye was performed and the physician observed peritoneal fluid collection and a perforated peptic ulcer near the stoma site. The peptic ulcer was repaired with surgery and the peg/j tubes were removed until further assessment.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient experienced abdominal pain on (B)(6) 2022. A CT scan with dye was performed and the physician observed peritoneal fluid collection and a perforated peptic ulcer near the stoma site. The peptic ulcer was repaired with surgery and the peg/j tubes were removed until further assessment.